Manufacturer narrative:
Troubleshooting was performed with the customer. Investigation conclusion: the customer's complaint was not replicated with in-house testing with retains of device lot t10134n. No issues with troponin I recovery were observed; lot performed properly. Manufacturing batch records for the lot were reviewed, lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Although this catalog number (97300eu) is not approved in the united states, this event is being reported as the device is same/similar to catalog number (97000hs), 510(k) number k973126.

Event description:
Customer reported a triage tni result of 0.08 ng/ml compared to hospital lab tnt of 33 ng/l. Clinical diagnosis is stemi. Patient underwent a heart catheter: triple vessel disease/ coronary vascular disease (riva,rcx/rivp), 4 stents were implemented.  Customer reported a d-dimer result of 1380 ng/ml.  Lab in hospital cutoff for tnt= <14ng/l. No further patient information provided.